Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and replaced multiple hardware parts including the sample probe, reagent probe, tubing and the dispenser unit to resolve the issue. The fse performed quality control, which all passed. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining negative patient results for multiple chemistries on their au480 clinical chemistry analyzer. The customer did not provide the affected chemistries. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.